Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). Investigation: DHR for lot number 7004943 was reviewed and no qns or other events were related to the complaint stated by the customer. Manufacturing review: no equipment, instrument, process and/or surfaces that could cause this kind of reported defect in manufacture. Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure mode without defective sample or photo for us is very difficult to determinate the root of cause. We could not confirm the issue at our customer facility with the provided information. We could not find the exactly root cause of the issue since no sample or photo was returned for evaluation.

Event description:
It was reported that the extension of a bd saf-t-intima¿ IV catheter safety system experienced leakage. There was no report of injury or medical intervention.